Manufacturer narrative:
Batch review performed on 24-feb-2020: lot 175316: (B)(4) items manufactured and released on 10-jan-2018. Expiration date: 2022-dec-19. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation hip revision surgery performed 1 year and 3 months after total hip arthroplasty in a (B)(6) year old man. No pre-revision x-ray is available. No conclusion can be drawn on the basis of available information.

Event description:
Revision surgery performed due to stem loosening after 1 year and 3 months from the primary.